Manufacturer narrative:
Lot manufactured between may 23, 2020 to may 26, 2020. The clamp was evaluated. A visual inspection was performed which observed clamp damage. The cause of the clamp damage was due to a supplier manufacturing issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned clamp from a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag, damage was identified. There was no patient involvement. No additional information is available.